Manufacturer narrative:
Additional information: patient identifier was provided and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a broken driver. This issue occurred intraoperatively. The tip of the driver broke off while implanting a screw. The procedure was completed with the use of navigation and medtronic imaging. There was no surgical delay, and there was no impact on patient outcome.